Manufacturer narrative:
It was reported that the dornier medilas h solvo laser, sn (B)(4), shut down during a surgery and the user had to restart the device before completing the surgery. This issue happened a second time during surgery on a second patient. Due to unrelated cardiovascular complications, the surgery was discontinued and the patient died. The laser was returned to dornier medtech laser for investigation. A series of intensive tests were completed on the laser which demonstrated that the machine exhibited no fault conditions. The fault condition indicated could not be duplicated. Regarding the patient death, a letter from dr (B)(6) states that "the sequence of all operative steps for the treatment of the second patient went perfectly. The procedure could be carried out as planned and the laser worked perfectly. During medical intervention no problems nor complications had been observed from both the technical and operational side. The operation had to be terminated because a serious cardiovascular complication occurred, which was not caused in any way by the medical intervention itself nor by the potentially technical deficiency of any device including the laser." (B)(4) (the importer) is submitting the report on behalf of dornier medtech laser (B)(4).

Event description:
The dornier medilas h solvo laser, (B)(4), shut down during a surgery break, the user had to proceed by turning on the device before completing the surgery. The fault happened again during a second patient surgery in the same manner. Due to unrelated cardiovascular complications, the surgery was discontinued and the patient died. Physicians and investigational police affirmed laser device was not involved in cause of patient's death. Incident occurred in (B)(6).